Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the MFR (arjo ltd. Med (B)(4)). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
Short circuit at power pcb.